Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that insulin pump that had fallen to the ground and as a consequence started alarming with white flashing display. When given to the healthcare professional the insulin pump does not respond to battery changes, blank screen. The troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank steady white light on the display due to cracked lcd glass.